Manufacturer narrative:
Date rec'd by MFR: 24jan2019. Information was received that the customer repaired/service the device with a third party service provider. No information was provided on what was done to repair/service the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator generated a air valve liftoff failed error code. There was no patient harm reported. The event date was not specified; estimate used.